Event description:
The pt stated that in 2007 his blood glucose was elevated to 214 mg/dl at 6am. He stated that his normal blood glucose range is about 115 mg/dl. The pt stated that, he then discovered the outer tubing of his infusion set had separated near the luer connection. He stated that, he changed the infusion tubing and bolused to lower his blood glucose. He stated that, he was not sure if the elevated blood glucose was due to the separated tubing. He stated he ate a big dinner the night before that could have caused elevated readings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.